Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00056 thru 3003853072-2017-00061.

Event description:
It was reported that six blockers were damaged during surgery while final tightening them in place. They were removed and replaced with alternative closure tops. There were no reports of patient injury associated with this event. This is report three of six for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned blocker was evaluated. The threads are damaged in a manner consistent with cross-threading the blockers into the mating screws. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.